Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging apply sample - meter. The reporter alleged apply sample message stays on screen even after applying blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.